Event description:
A (B)(4) serious device report was received by a company representative regarding a male consumer. Concomitant medications were unknown. Medical history was not provided. The company representative reported the consumer's wife had spoken to the company representative's wife and stated the consumer had used (B)(4) massaging gel heel cups. Frequently of use and indication for product use were not provided. The company representative stated he "guessed" the product had "caused some blister on his foot" which "became infected". He additionally stated the consumer eventually had a toe amputated. The company representative was not sure if this was a direct cause and effect. No additional information was provided. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 303 mg/dl, 282 mg/dl, 68 mg/dl, and 216 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.